Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer¿s blood glucose (bg) level was not impacted. After the alarms, the customer changed the supplies on the pump. There was no damage noted to the supplies. The customer declined tandem technical support's offer to troubleshoot.